Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and determined that the buffer valves were causing the high results. The proactively replaced the ise (ion selective electrode) mix bars. The fse replaced the buffer valves to resolve the issues. No further issue was noted after replacing the buffer valves. A2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. E1: customer telephone phone # is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false high sodium (na) patient results on their au5800 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographics, and the exact number of patients affected is unknown. The customer provided three (3) examples of the false results.